Event description:
The customer reported via phone call that the insulin pump was alarming power system error. The customer's blood glucose was 8.5 mmol/l. The customer, prior to the power system error, received an alarm to change the batteries. The customer was advised that the power system error alarm was related to an internal backup battery failure. The customer was advised that the insulin pump needed to be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.